Event description:
It was reported that the event involved a male pt who was combative and confused. The intra-aortic balloon (iab) was inserted via the pt's left femoral artery through a sheath while in the cardiac cath lab (ccl). The pt was moved to the intensive care unit (ICU). While receiving intra-aortic balloon pump (iabp) therapy the rn tending to the pt went to lunch and another rn was covering this pt. While the rn was not in the pt's room she heard the pump alarm (which alarm tone is unk and there are no strips to review) and from the outside of the room the rn saw that the pt had his left leg bent at a 90 degree angle to the bed, straight up. When the rn went in to examine, she noted that the iab had come apart at the connection between the sterile sleeve and the bifurcation. The iab was exposed and could not be advanced back into place as sterility had been compromised. According to the perfusionist, "the iab pulled back towards sheath, the sheath remained in place." The iab was removed successfully by the resident on call. Another iab was not inserted because the pt did not need continued iabp therapy. The pt remained stable post iab removal. The pt had received < 12 hours of iabp therapy prior to the incident. There was no reported pt death or injury. The iabp therapy was interrupted however there was no harm to the pt. The outcome of the pt is listed as stable.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.